Manufacturer narrative:
Concomitant products: 5076 implantable pacing lead (B)(6) 2005; 4193 implantable pacing lead 2005. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high and unstable thresholds. The physician decided to remove and replace the rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The partial lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.